Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. All buttons function properly; however unit had corroded keypad trace. Unit had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.